Manufacturer narrative:
Ten samples and video received for investigation. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. Testing was performed on the samples and twenty retained samples from the same lot, results verified amount of silicone was with the required limits. A device history review was performed for reported lot 3291109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 3291109 and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 3ml s/su had visible silicone. The following information was provided by the initial reporter translated from portuguese to english: "according to email and call from customer, excessive amount of silicone oil-like liquid inside all 3ml syringes causing discomfort in professionals for use with certain drugs and risk of drug interaction. Client asks for formal explanations and safety of use. Indirect client." Impact to patient: no.

Event description:
Additional information provided: please provide the batch number of this event? A: 3291109. When did this event occur, before, after or during the procedure? A: before the procedure. Is the sample related to this incident available for analysis? Yes.

Manufacturer narrative:
Pr (B)(4) follow up report for additional information. Lot # 3291109 was provided after the initial MDR was submitted.